Event description:
It was reported, the number on the insulin pump kept ramping up and then it alarmed button error. Customer's blood glucose was 113 mg/dl. The device malfunctioned due to button sticking. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent button response, due to corroded keypad traces. No button error alarm or ramping numbers noted. Insulin pump received with cracked case on display window corners, minor scratches on lcd window, cracked lcd window, cracked reservoir tube lip and cracked battery tube threads.